Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. On the first inflation a 2.5x15mm apex monorail balloon was inflated to 6 atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device and a non bsc stent was implanted in the lesion. The pt status is good with no complications reported.